Manufacturer narrative:
Concomitant products: product ID 8709, lot # l71602, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that patient had an issue with their first pump many years ago. The alarm sounded from the first pump. It was reported that it happened many years ago. It was reported that the pump system was delivering morphine. Omitted information related (B)(4) clogged catheter/granuloma. Additional information has been requested, but was not available as of the date of this report.